Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-9218-15 serial #: (B)(4) description: precision m8 adapter, 15cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain and tenderness at the adapter site and non bsn lead. The physician believed that there was some tenderness from the bsn implant procedure that was irritating the patient. The patient underwent a revision procedure wherein the adapters and the competitors leads were replaced. The patient was doing well postoperatively.